Event description:
The contact stated, the customer tested her blood glucose using her contour meter and rec'd a reading of 408 mg/dl. The customer then retested using a true trac meter and rec'd a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.